Manufacturer narrative:
Additional information provided noted that this device was explanted but will not be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a post implant follow up it was noted that the right ventricular (rv) competitor lead pacing impedance measurements were out of range. A revision took place and it was noted that there was a loose connection with the device and lead. A new competitor device was implanted with no further problems. No further adverse patient effects were reported.